Event description:
Additional information was received stating the patient's increase in seizures was above his pre-vns baseline levels, which is why he went to the hospital. It was noted it is normal for the patient to go to the hospital if his seizures are very bad. There were no medication changes, traumas, or external stressors that the patient's parents could think of which would have caused or contributed to the increased seizures. The patient did not know when the increase in seizures first began.

Event description:
It was reported the patient was admitted to the hospital on (B)(6) 2016 due to an increase in seizures. The patient was later brought in for a visit and for eeg monitoring. During the visit, the device was checked and the battery was noted to be 3/4 full and diagnostics were at 2229 ohms, which is within normal limits. Attempts for additional relevant information have been unsuccessful to date.